Event description:
It was reported that the surgeon inserted an vicm13.2 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault . Significant reduction of irido-corneal angles, pigment dispersion and glare/halos were noted. The lens was exchanged for a shorter lens and this resolved the problem.

Manufacturer narrative:
(B)(4).